Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they had dental work done. A tooth was extracted and they stopped wearing the aligner for a week. Patient started wearing aligners and the area where the tooth that was extracted, the aligner cuts into their cheek. The patient was seen by a dentist for swelling in #2. The exam found there was no bone around the tooth and it needed to be extracted. Patient was given antibiotics. It was found that the patient has periodontal disease, mobility type ii and no distal bone to the furca. The patient provided diagnostic findings.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.